Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The device was received with the capsule partially closed. The handle was intact. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was no damage noticed on the threading of the screw gear. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, deployment was attempted six or seven times, due to positioning difficulty. At this time ¿bunching up¿ at the top end of the delivery catheter system (dcs) was noted. The valve was fully recaptured; the valve and dcs were withdrawn from the patient and not used for implant. Upon visual inspection, it was noted that the capsule was separating. Subsequently, a new dcs was used to successfully implant a second 34mm valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. Positioning difficulties do not typically indicate a device manufacturing issue. The device instructions for use (IFU) gives the following instruction to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Therefore, the device should have been removed at this point in the procedure as per IFU requirements. After the multiple recaptures, it was noted that the proximal end of the capsule was bunching up. Upon visual inspection, it was noted that the capsule was separating. Voids indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.